Event description:
Received 3 guidewires; however, the exception number that was referenced was not correct. Several attempts were made to obtain additional information; however, there has been no information provided. Guidewires were examined om 6/16/2011 in the deco lab and it was indicated that 2 of the guidewires were damaged. The actual complaint is unknown, the customer did not respond to our request.

Manufacturer narrative:
One 0.035" guidewire was received. The guidewire was found to have a weld break on the straight tip end. The outer coil wire has uncoiled over a 15cm area starting from around the 30cm marker. There are also several kinks near the j tip end of the wire and bends over the entire length of the wire. Though we have confirmed a product nonconformance exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.